Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was not working. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 189 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.